Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found surface abrasions at multiple locations near the connector pin.

Event description:
It was reported that the atrial lead exhibited noise, high lead impedance, capture anomalies and clavicular crush damage. The lead was explanted and replaced.